Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 11-dec-2019 device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2019 with the following findings: during investigation, there was evidence of internal moisture was found inside pump on the display lens and the printed circuit board components. The pump was returned with the bolus button detached from the pump . Leak test failed at bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.